Event description:
Customer reported the drive support disk is loose. Customer's blood glucose is 181 mg/dl. Customer also stated that the reservoir area is stripped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.